Event description:
It was reported that the shaft break occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for treatment. However, during insertion of the device, the shaft fractured in half about 18 inches from the inflation port. There were no patient complications nor injuries reported.